Manufacturer narrative:
(B)(6). This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient sample tested for ise sodium electrode (na). The sample was tested sometime between (B)(6) 2015 at night. The erroneous results were reported outside of the laboratory. The initial na result was 124.96 mmol/l. This result was reported outside of the laboratory. The nurse doubted the result and contacted the laboratory. The sample was ultra-centrifugated and repeated with a result of 135.41 mmol/l. No adverse event occurred. The na electrode lot number was j40 with an expiration date of 05/2016. A specific root cause could not be identified. It was noted that the patient's lipemia index was 1600. A lipemia index of 1600 can cause low ise results. This is described in product labeling. The lipemia index of 1600 is the most probable root cause of the erroneous results.